Event description:
After incorrectly replacing the progard filter in the q-guard location, the customer reported that they obtained discordant, falsely elevated carbon dioxide (co2) results on 4 patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista 500 instrument. The repeat results were lower than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) for assistance in replacing the q-gard filter after misplacing the progard filter in the q-gard filter location. The customer indicated that they discovered this issue when they obtained falsely elevated carbon dioxide (co2) patient results on a dimension vista 500 instrument. Siemens remotely assisted the customer in putting the q-gard in the proper position. Additionally, the customer entered diagnostics mode and emptied and refilled the water purification module (wpm) two times and primed all probes twenty times. Then, all the modules were homed. Next, the customer remotely exited diagnostics mode and reset the dimension vista instrument. Siemens remotely zeroed out the open/ ready wells for co2 and another analyte. The customer was advised to run all quality controls (qc) and not to calibrate the instrument if qc was out of range. Qc was run with new qc reagents and was in range after correcting the placement of the q-gard and emptying and refilling the tank. Siemens further investigated the issue and determined that the incorrect replacement of the q-gard filter with the progard filter while performing maintenance to the wpm contributed to the elevated co2 results. The poor water quality caused falsely elevated co2 results. Therefore, siemens concluded that user error contributed to the falsely elevated carbon dioxide results. The instrument is performing according to specifications. No further evaluation of this device is required.